Event description:
It was reported that the scalpel was turning off during the procedure when the physician had a vessel between the clamps. The procedure was extended 20 to 30 minutes and additional anesthesia was used on the patient. A ligasure device was used to complete the procedure. No harm to the patient was reported and the patient was reported to be in satisfactory condition following the procedure.

Manufacturer narrative:
Three harmonic scalpels that were reprocessed by ascent were all used during the procedure. The facility complained that all three devices were activating only part of the times the buttons were pushed. The first two scalpels were easily replaced with another scalpel that was readily available. The third scalpel was replaced with a ligasure device and the procedure was completed with no harm to the patient. It is unknown which of the three devices that were returned was the final device used and the one replaced by the ligasure device. So the lot number, manufacturer date, and expiration date are all unknown. All three devices passed visual examination and function testing. The devices activated continuously and without any skips, hesitation, or intermittence. Since the complaint of the devices not activating when the buttons were pushed could not be duplicated, a root cause could not be determined.